Event description:
On (B) (6) 2009, the pt reported that the piston rod of his infusion device returns to the bottom of the cartridge compartment and continues to spin. No alerts or errors were displayed. The infusion device has not been dropped or exposed to water. He stated that this also occurred a month and a half ago but the piston rod eventually stopped spinning and 315 units was displayed on the screen of the device. The battery had been in use for a week and a half. The pt inserted the battery into the backup infusion device and had no further issues. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.